Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd combined spinal & epidural trays ¿ there was a sterility breach. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample was received for evaluation. Visual evaluation of the complaint sample confirmed the presence of debris on the gauze component. The investigation was not able identify the most probable source for the debris since the gauze component is supplied by an external vendor and is not altered by the manufacturing facility prior to placement in the finished good tray. Based on the investigation results, the vendor of the gauze component will be notified of this failure mode through the supplier quality notification process. Likewise, all applicable manufacturing associates will receive awareness training regarding the identified failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. A review of the device history record shows that all inspection results passed per the DHR process and no anomalies were noticed during production.

Event description:
It was reported that before use of the bd combined spinal & epidural trays there was a sterility breach. There was no report of exposure, serious injury or medical intervention.